Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00690 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), female patient). According to the complainant, the patient had a left lung lesion that was ablated previously, but began to grow again. The physician deployed a 4cm electrode into the lesion. However, some of the tines were outside the intended ablation area. Prior to starting, xylocaine was injected at the site. The physician indicated that the appropriate treatment algorithm was followed, that the machine appeared to be working well and that no error codes occurred. Throughout the procedure, the ablation was stopped to perform a scan of the area. The site appeared to be ablating properly, with the tissue beginning to turn shades of white. However, the impedance stayed the same, even as the wattage was increased. The physician decided to withdraw the tines slightly and was able to achieve roll-off. However, upon re-deploying the tines at the original site found that roll-off could not be achieved. At that time, the physician stopped the procedure and performed a final scan of the ablated lesion. He indicated that everything appeared normal in the image identifying the typical white shade around the lesion. The patient will be released home and will be scanned again in a month. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.